Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining a blow to the head resulting in device non-use. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.